Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012794762 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No damage or any cosmetic defect was observed along the shaft. A kink was observed on the side port tube. The steering mechanism and deflection test were performed. No anomaly observed. The performance test with sentinel blackbelt leak tester was performed. The pressure test and vacuum test were completed in acceptable ranges. In conclusion, the reported air ingress was not confirmed through analysis. The reported side port tube kink was confirmed through analysis. The sheath failed the returned product inspection due to the side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the 12fcc13 flexcath contour, the flush tube became kinked due to necessary movements and the sheath drew in air. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.